Event description:
It was reported that during a meniscal repair, when the surgeon went to tighten it, it pulled out. Two marxmen were unsuccessful in repairing the meniscus and half of one became stuck in the patient. The surgeon was unable to remove the stuck implant. The surgery was completed using competitor's device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2012-02293 / 02294).